Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (popped / code 204 / abnormal shutdown / capacitor faults) was investigated. As received, there was contamination on the computer / analog (ca) and defibrillator boards and the u409 processor was shorted. The cause of the reported issues is the contamination and shorted processor. The cause of the shorted processor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor 'popped', was producing service code 204, abnormal shutdowns and capacitor faults.